Event description:
The customer contacted beckman coulter, inc. (Bci) to report low sodium test results were obtained on (B)(6) 2010 (night shift - early am on (B)(6) 2010) when using the unicel dxc 600 synchron clinical system. It was also reported that the test results for potassium, chloride and calcium were similarly affected. The entire test run was reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 4 reported by this customer for malfunctions occurring on different dates and work shifts.

Manufacturer narrative:
The incident on (B)(6) 2010 started with a sample with a fibrin clot that pulled up the serum separator material when sampled. Quality control (qc) was run once per day in the morning. It was not provided by the customer if qc was within specifications. On (B)(4) 2010, the field service engineer identified a worn-out eic cup valve. Service replaced the valve and performed preventative maintenance. Service calibrated the ise (ion-selective electrode) and ran controls and precision. All results were within specifications. Per the customer, as of (B)(4) 2010, the system has been operating appropriately since the service visit. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This event was initially reported in 2010 as MDR 2050012-2010-00198. During the retrospective review, it was determined that there were a total of 4 malfunction events. The original MDR 2050012-2010-00198 contains the data for the event occurring on (B)(6) 2010. The additional mdrs are: 2050012-2011-07724, 07726.